Event description:
It was reported that during a ptca procedure of the lad the balloon ruptured during the third inflation. Upon removal of the device, resistance was encountered. At that time it was noted that the balloon had separated. Reportedly, the pt remained in stable condition, and the fragment was retrieved using a snare device.